Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer stated that they take a french toast and an orange juice and their blood glucose went up 575 mg/dl and 384 mg/dl. Customer stated that they took a shot before eating. Customer stated that they that they feel okay and correct their high blood glucose using insulin pen. Customer states that they were getting insulin flow block alarm and they tried several sets wasted after having it changed. Customer states that they were trying to do a bolus, but insulin pump was acting up. Customer stated that they performed a 5 unit fill cannula. Customer states the insulin exited. Customer was able to remove set at this time to test site portion of insulin flow block. Customer states the cannula was not bent. Customer reconnect tubing at quick release and prime a 5 unit fill cannula and result of prime was insulin exited. Customer stated that they perfumed the insulin flow block troubleshooting and was able to do a set change and insulin pump was already working. The devices will not be returned for analysis.